Event description:
It was reported this valve was implanted in 2005 and in (B)(6) 2010 the cardiologist found a possible ruptured valve cusp. The valve will not be explanted due to the pt's inoperable condition. The surgeon indicated the pt most likely has had endocarditis, which lead to this event.